Event description:
It was reported that a bd bactec¿ mgit¿ 320 system bottle cracked resulting in leakage. There was no report of patient impact. The following information was provided by the initial reporter: I spoke with customer whom reports broken or leaking tube was observed as being empty in the instrument.

Manufacturer narrative:
Investigation summary: a failure was reported on a mgit 320 instrument (p/n 441743, s/n (B)(6). Customer indicated about the broken vial in the instrument. Bd service communicated with the customer provided a service quotation to replace (pn 44589509 mgit meas module repaired). However, the customer did not respond to the quotation. If any additional information is available in the future this case will be re-opened and re-investigated. This is an unconfirmed failure of a bd product. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2013. Service history review was performed for the instrument mt0430 and no additional work orders were observed for the complaint failure mode reported. The root cause was unable to be determined.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd bactec¿ mgit¿ 320 system bottle cracked resulting in leakage. There was no report of patient impact. The following information was provided by the initial reporter: I spoke with customer whom reports broken or leaking tube was observed as being empty in the instrument.